Event description:
It was reported that the article "surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3" (hm3) retrospectively reviewed 298 hm3 left ventricular assist device (lvad) patients and identified eight (2.7%) that were implanted between november 2014 and december 2022 who required corrective surgery. Patient 4 was implanted at age 40.7 years for destination therapy and presented with implantable cardiac defibrillator (ICD) shocks and congestive heart failure (chf) symptoms 2.2 years following implant. A computerized tomography angiography (cta) identified 60-70% stenosis near the proximal bend relief. Pre-intervention hm3 parameters were reported. The speed was 7400 rpm, flow was 6.6 l/min, pulsatility index (pi) was 2.5 and power was 8.1 watts. Post intervention parameters were reported. The speed was 6800 rpm, flow was 6.4 l/min, pi was 2.1 and power was 6.5 watts. The duration of follow-up was 6.2 post hm3 and 4.0 years post intervention. The patient's last known status was reported as alive and on the device.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01nov2014 as patients were implanted between nov2014 and dec2022. Author information: vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233. Division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny; columbia university irving medical center, new york, ny; division of cardiology, department of medicine, columbia university irving medical center, new york, ny. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under manufacturer report #2916596-2019-03651. No further information was provided. The manufacturer is closing the file on this event.